Event description:
The customer reported that a device fell. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a device fell. No patient harm was reported. The communication with the responsible philips field service engineer (fse) revealed that the customer did not know how the device had fallen. Additionally, it was verified that no patient was involved in this case as a result of the fall. There was no indication that any mounting solution was involved with this monitor fall. This model monitor can be used for transport and no mounting of the device is expected. The product labeling (m2, m3 and m4 monitor m3046a measurement server m3000a measurement server extensions m3015a & m3016a, instructions for use, part number m3046-9260d, page 35) also clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a patient. It needs to be ensured that the instrument is in good working order. A non-functional parameter would exclude the device from being used in monitoring patients and would not cause a safety risk. Please note that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. There is no indication of mount failure, any malfunction or any design, manufacturing, materials or labeling issues. No further investigation is possible or warranted.